Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire was returned for product evaluation. Visual inspection revealed there was a kink 20 mm from the distal floppy tip. The guidewire was also viewed under microscope and the distal floppy tip was uncoiled. The guidewire was inserted into the needle and some resistance was felt as the wire passed through the cannula. Despite the resistance, the guidewire was able to pass through the needle. Dimensional testing was performed. The guidewire diameter measured at 0.51 mm which was within the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire was not able to pass through the access needle without forcing it. The patient was unharmed, and the procedure outcome was successful. Estimated blood loss was less than 250cc.